Manufacturer narrative:
Supplemental MDR aware date 15jan2024. The device was not returned, however, the reported allegation was confirmed through the picture provided in the complaint.

Event description:
It was reported that during a watchman procedure to treat gastrointestinal bleeding (gib), a versacross connect kit was selected for use. The physician attempted to insert the radio frequency wire into femoral access. It was noted that coating material around the pigtail shape was peeled back. There was difficulty noted in traverse inferior vena cava (ivc) which forced the physician to pull wire out and instantly notice the shearing. Hence to resolve the issue, the radio frequency wire was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis. It was further confirmed that the wire was not inserted through an introducer needle/cannula and no other damage noted on the wire before or after the insulation damage was discovered.

Event description:
It was reported that during a watchman procedure to treat gastrointestinal bleeding (gib), a versacross connect kit was selected for use. The physician attempted to insert the radio frequency wire into femoral access. It was noted that coating material around the pigtail shape was peeled back. There was difficulty noted in traverse inferior vena cava (ivc) which forced the physician to pull wire out and instantly notice the shearing. Hence to resolve the issue, the radio frequency wire was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis. It was further confirmed that the wire was not inserted through an introducer needle/cannula and no other damage noted on the wire before or after the insulation damage was discovered.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.